Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up and down buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2014 with the following results: a visual inspection of the pump showed no damage to the keypad cover. During testing, the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the ok keypad button was properly responsive. The keypad cover was removed and evidence of contamination was found under the all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. The battery compartment was cracked.